Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The endoscope was not presoaked in detergent. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Connecting tube had a scratch. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and crack. Mouthpiece was loose. Adhesives around light guide lens had white-clouded area. The plastic distal end cover had a scratch. The image guide protector had a scratch. Adhesives around objective lens had white-clouded area. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. Establishment name: (B)(6).

Event description:
An olympus employee reported on behalf of a customer, the gastrointestinal videoscope insertion tube was scratched. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.